Manufacturer narrative:
To date the explante device and lead have not been received at boston scientific. Upon receipt the prodcuts will undergo detailed anlaysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks on the terminal pin. No damages were found on the terminal connector of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during an implant procedure, while performing device testing this right ventricular (rv) lead revealed noise and oversensing. The lead was then unscrewed from the device and reconnected however noise and oversensing continued to occur. The lead was repositioned and remain out of range. The lead was then explanted and replaced,however the new lead revealed many noise as well. The final decison was made to replaced the device. Upon visual inspection of the device the set screw sealings appeared to be defective. A boston scientific technical services (ts) consultant was contacted. The device and lead were returned for anlaysis. No adverse patient effects were reported.